Event description:
The customer has 1-di1010 and the end user states the item has caused some burns on him. The customer states that he had to go to the hospital. Six different attempts to obtain additional information regarding the alleged injury were unsuccessful.